Manufacturer narrative:
Integra has completed their internal investigation on 01 jul 2016. The product was not returned for evaluation. A DHR review cannot be performed at this time as the lot number was not provided nor was the product sent in for inspection. Lastly the product ID involved was not provided. This review will take place once either has been provided. No manufacturing or design related trend has been identified. Conclusion: the device was not released for evaluation therefore the root cause to the end users experience could not be determined. If additional information is obtained, or the sample is returned, this investigation will be reopened.

Event description:
A complaint was received about a mayfield skull clamp. On or about (B)(6) 2014, a female patient (age not provided) was admitted to the hospital for a planned cervical fusion. She was sedated and medically paralyzed by the medical team and then her head was placed into the skull clamp device secured with tape by the nurse. The surgery commenced with placement of medical hardware into the patient's cervical spine. As the doctor was performing the final tightening of screws the doctor hit the plaintiff's spinal cord. It was then that he noticed that her head was no longer being sufficiently held in place by the skull clamp. The spinal cord injury caused immediate loss of sensation and function from which the patient has not recovered.